Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an emergency vascular treatment procedure was performed when the issue happened. The procedure was aborted, and procedure completed by moved the patient to another room. Field service engineer (fse) inspected the system onsite and found that there was issue with the table movements and flex vision does not turn on. Upon troubleshooting fse found that the customer connected the wired footswitch incorrectly to the table base and due to incorrect footswitch connections, the fuse was blown which restricted the table movements and short circuit. To resolve the issue, fse replaced the blown fuse. After replacing blown fuse, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc did not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.